Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they got hospitalized due to high blood glucose leading to diabetic ketoacidosis (dka) on (B)(6) 2017 with blood glucose of 390 mg/dl at the time of the incident. The customer was at 580 mg/dl the night before the hospitalization, and was able to bring it down to 250 mg/dl. The customer was at 230 mg/dl at the time of the call. The customer was given intravenous fluids to treat. The customer experienced symptoms such as vomiting and dka. The customer was unsure whether they were wearing the insulin pump during the incident. Troubleshooting was not completed as the customer hung up on the call. Customer also complained about sensor glucose versus blood glucose differences. Customer also states that the day before they were hospitalized they had a stomach ache, had only slept for 4 hours in 2 days, was having flu-like symptoms, vomiting, and was experiencing low blood glucose levels. The insulin pump will not be returned for analysis.